Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a female consumer that she had red eyes twice after using oxysept. She consulted a doctor and was prescribed with 2 medicines. Consumer had only one type of medicine with her as the previous one was finished and thrown away. She did provide a picture of one of the medicines, chloramphenicol. The red eye lasted for a month and she has recovered now. She is familiar with the procedure of how to use the product. She will return the reported product for evaluation. No further information was provided. As solution is used in conjunction with the tablets, a separate MDR will be filed for the solution. This report represents the tablets.

Manufacturer narrative:
Additional info: device available for evaluation: yes. Device returned to manufacturer: 02/06/2017. Device returned to manufacturer: yes. (B)(4). Device evaluation: the product was returned to the manufacturing site for investigation. The results obtained for the returned product did not reveal any anomaly concerning the quality and efficacy of the product related to the customer's reported complaint. The results were within established acceptance criteria. Retain product testing: retain product testing was performed. Chemistry testing was performed. The results obtained did not reveal any anomaly concerning the quality and efficacy of the product related to the customer's reported complaint. The results were within established acceptance criteria. Manufacturing record review: a review of the manufacturing records was performed. Environmental monitoring records and sterilization records were found to conform. No process and/or material changes were noted. Batch record was reviewed and found satisfactory. No deviation or product deficiency was noted. The product was manufactured according to specifications. Based on the results of the investigation, no product deficiency was identified. The customer's reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.